Event description:
The suspect programming handheld, software, and wand were received for analysis. Analysis of the handheld, software, and wand all showed no observed anomalies. The devices performed according to functional specifications. The screen freeze issue was not duplicated.

Event description:
It was reported that the physician's handheld was not working. The physician reported that screen would sometimes switch in the middle of interrogation and that the screen freezes. The physician troubleshooting using different wands and serial cables isolating the issue to the handheld. The handheld was not plugged into the electrical outlet during use. The physician was provided a new programming tablet which was reported to be functioning as intended. The handheld is expected to be returned for analysis, but has not been received to date.